Event description:
Caller reported aviva system blood glucose result of 86 mg/dl. He ate 4 glucose tablets to self-treat. Same system retest result after 4 minutes was 392 mg/dl. He tested again and the same system retest result was 94 mg/dl. All three readings were done within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.